Event description:
The pt is a 2 1/2-yr-old with shunt dependent hydrocephalus, associated with down's and a posterior fossa defect. The region had been shunted in 9/92. He presented with a subcutaneous csf collection. The CT demonstrated small ventricles but x-rays demonstrated fracture of the peritoneal catheter and the ventricular catheter at the junction with the valve reservoir. This was confirmed at the time of surgery with replacement with a low pressure system. Blood loss is negligible. The pt tolerated the procedure well. (Also see 1002010.)